Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage with fragments that fell, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but the device has not been received for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the tip up fenestrated grasper "failed", with physical damage resulting in fragments that fell. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.